Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side deflation and pain. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, white particles in device inner surface and one linear opening. A leak test was performed which identified openings. A microscopic analysis was performed which identified one opening crease(sharp) and three openings(striated). Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening crease(sharp) assessed as fold(flaw) opening, and three openings(striated) assessed as surgical damage. Reason for removal was deflation and capsular contracture, baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side deflation and pain. Health professional reported capsular contracture, baker grade IV. Device was explanted.

Event description:
Device was explanted.

Event description:
Health professional reported capsular contracture, baker grade IV.